Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Review of the audio recording clarifies that the pump was without power at time of call and therefore the alarm code could not be obtained. Device evaluation: the product was returned to animas and evaluated on 9/18/14 with the following findings: the alarm was confirmed in history, but not reproduced in testing. The battery cap was not returned and all testing performed with a test battery cap. Pump was exercised with a test cap for 24 hours with no reboot, loss of power or call service alarms duplicated.

Manufacturer narrative:
Follow-up # 1 date of submission 08/26/2014 ¿ correction: the reporters address has been updated. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.